Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The b5 of the initial MDR indicated that, "the fenestrated bipolar forceps instrument had a broken disk." The initial allegation from the customer noted that the, "plastic top is damaged/broken" which was interpreted to be the input disk on the instrument's housing. Further investigation and the failure analysis showed that the damage was to the bipolar yaw pulley and not to the input disk.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken disk. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the damage was noticed after instrument was cleaned by the staff. The tip of the instrument (brown/beige plastic top) was broken in half (longitudinal) but is still in place. The crack was noticeable without magnifying glass. This was a clear crack not a thermal damage.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa) and fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end at the bipolar yaw pulley. There was no material missing and no thermal damage was observed. Electrical continuity was tested and passed. Additional observation not reported by site: the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The damage appeared to be aligned with the conductor wire insulation damage. There was no material missing.